Manufacturer narrative:
Pt 2: male,medical history: atrial fibrillation. Medications: coumadin: 2.5mg/5mg mwf; dates unknown. Pt 3: female, medical history: embolism, pulmonary nsc, at risk for recurrent deep vein thrombosis. Medications: coumadin: 3mg/4.5mg monday/friday; dates unknown. Pt 4: female, medical history: atrial fibrillation. Medications coumadin 2.5mg/5mg mwf; dates unknown. Pt 5: female, medical history: venous thrombosis. Medications: coumadin 7.5mg/11.5mg mwf; dates unknown. Pt 6: male, medical history: atrial fibrillation. Medications: coumadin 5mg/day; dates unknown.

Event description:
Caller states during a correlation study the following coaguchek xs/laboratory results were obtained: 2.1 inr/1.66inr. 2.36inr/1.78 inr. 2.5 inr/1.85 inr. 2.5 inr./1.87 inr. 2.8 inr/2.09 inr. 2.3 inr/1.63 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.